Event description:
During follow-up, loss of capture and oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed to confirm that the rv lead was dislodged. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.